Event description:
On may 29, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately low readings compared to another meter. The sr. Medical surveillance specialist contacted the patient to obtain and verify information, however, was unable to reach her by telephone. A letter was sent requesting the patient call medical surveillance. Sometimes in 2009 at 1:30 pm the lay user/patient obtained the blood glucose reading of 187 mg/dl on the reported meter, and a reading of 237 mg/ dl on a second meter, within 10 minutes of each other. At 3:00 pm the patient experienced the symptom of shaking. She administered self-treatment with food and/or a drink. She did not seek any medical attention. It would have been helpful determine the patient's diabetes medication regimen, what actions she took based on the 187 mg/dl reading, if she was experiencing any symptoms when she obtained the 187 mg/dl reading, her meter readings obtained earlier that day, if the patient tested her blood glucose level while symptomatic and what that reading was, her expected meter readings, and frequency of testing. During the troubleshooting telephone call, the customer care advocate determined the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed, with passing results. The test results fell with expected values for meter-to-meter accuracy testing. The meter, test strips and control solution were replaced. The patient obtained an elevated blood glucose reading on the reported meter, and afterwards experienced symptoms suggesting severe hypoglycemia, and she received treatment with food. It is not known what actions the patient took based on the elevated meter reading, which may have contributed to the injury. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.